Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose around 497 mg/dl for several hours while using the ilet, with no alerts or alarms reported, leading the endocrinologist to direct discontinuation of the pump and initiation of subcutaneous long-acting and short-acting insulin; the user had changed the infusion site twice without resolution and used oral glucose earlier for two hypoglycemic events overnight. Symptoms included hyperglycemia and hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication management. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.